Manufacturer narrative:
Vent waste chamber was not draining. (B)(4).

Event description:
On (B)(6) 2011 customer reported that she observed a small amount of a bloody leak underneath the hmx analyzer. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the vent waste chamber (vc3) which collects waste from the needle waste chamber, was not draining, causing the needle bellows to overflow. The issue was resolved by the fse during instrument servicing. Fse verified repair per established procedures and results met published performance specifications. System validation documented in customer quality control record.